Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump was set current time and date; monitored for several days and no unexpected gain time or time or date anomaly noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at the display window corners, minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 33 mg/dl. The customer treated the low blood glucose reading with toast and orange juice. The customer stated that she highs and lows since the (B)(6) of this month. The customer stated that she had more low readings than anything else. The customer stated that the up arrow button is not working properly. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.